Manufacturer narrative:
Concomitant medical products: cook 0.035 in wire guide, unknown model. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Because a photo of a device titled "endo-flex" [non-cook sphincterotome] was supplied by the user in addition to photos of the cook device in question, it is unknown what sphincterotome was used during the procedure. Our evaluation of the photos provided confirmed the report of incorrect cutting wire orientation. The photos provided shows the device in vivo exiting the endoscope with the cutting wire facing 2 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Due to a limited portion of the device being visible, the device part number cannot be verified in the photos showing it used in vivo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. "Before introducing into the working channel of the duodenoscope, it was identified that the tip of the papillotome was bent. After passing through the device, it was observed that its axis was out of the usual, according to the endoscopic image [incorrect cutting wire orientation]. Another papillotome was opened, and the procedure was completed without complications." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.